Event description:
It was reported while using bd insyte-w¿ IV catheter with wings 24ga 0.75in phlebitis occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on may 22, 2023, the pediatric nurse reported that during the infusion for the patient, he found that the patient had phlebitis at the puncture site of the indwelling needle injected yesterday. It has happened many times recently, resulting in the need to pull out the needle for puncture again, and the patient is dissatisfied. The head nurse hopes to find out the reason as soon as possible to avoid this situation.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of phlebitis was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. Production records were reviewed, and this batch meets our manufacturing specification requirements. Sterilization records for the reported batch were reviewed and no non-conformances were found.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte-w¿ IV catheter with wings 24ga 0.75in phlebitis occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, the pediatric nurse reported that during the infusion for the patient, he found that the patient had phlebitis at the puncture site of the indwelling needle injected yesterday. It has happened many times recently, resulting in the need to pull out the needle for puncture again, and the patient is dissatisfied. The head nurse hopes to find out the reason as soon as possible to avoid this situation.